Event description:
Pt was being transfered per lift and the sling in which pt was in the straps broke and pt fell, landing on her buttock and lower back. Pt was transfered to the hosp and admitted with diagnosis of chf and fractured left femur.